Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During the implant procedure, after the right ventricular lead was placed, sensing decreased due to lead dislodgement. When attempting to reposition the lead, it was difficult to unscrew the helix. The lead was replaced and the procedure was completed with no adverse patient consequences.